Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device being returned to the legal manufacturer without conducting reprocessing or completing reprocessing at the user facility. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the air-feeding function - inspection of the objective lens cleaning function the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - leakage testing olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope exhibited foreign material exiting out of the air/water supply nozzle. Which had been attributed to insufficient cleaning. The issue was discovered, during the testing upon receipt of the device, and was not patient/procedure involved. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, the flowing findings were revealed: due to damage on channel-tube; water tightness was lost. Due to deformation of right/left knob; water tightness was lost. Due to deformation of up/down knob; water tightness was lost. Due to damage on charge-coupled device (ccd) unit; a noise image occurs. Due to wear of angle wire; bending angle in down/left direction did not meet the standard value. Objective lens had a crack, light guide lens had a crack, bending cover - adhesive showed signs of deterioration and separation, connecting tube had a wrinkle, suction-cylinder had a scratch, abnormal suction function, abnormal air/water supply, and signs of deterioration of connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.